Manufacturer narrative:
The reported icy catheter leak was confirmed. A water emission/leak was observed at the proximal luered tubing during the functional leak test. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Balloons were covered in dried blood. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance, except the distal port was clogged with blood. During functional testing, the catheter was connected to a pressurized inflation device for one minute, no leak was observed on the balloons. However, a water emission/leak was observed at the proximal luered tubing during lumen crosstalk test. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with a lot number 88113.

Event description:
It was reported that during patient therapy with the thermogard tgxp, it was observed two bags of saline had emptied. The patient was inserted with an icy catheter through the femoral. After inspection, the user did not observe any leak near the console or around the patient. No alarm was noted on the console. The catheter leak was suspected. No consequences or impact to patient.